Manufacturer narrative:
MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
IT WAS REPORTED THAT DURING A PROCEDURE THE HYPERFORM OCCLUSION BALLOON DID NOT DEFLATE. CEREBRAL DEATH WAS REPORTED AS A PATIENT COMPLICATION. PATIENT DEATH WAS REPORTED WITH DISSECTION OF THE A1 SEGMENT IDENTIFIED AS THE PATIENT CAUSE OF DEATH.

Event description:
Additional information was received reporting the characteristics of the lesion were Subarachnoid hemorrhage (SAH) in a 69-year-old patient. Aneurysm of the left anterior communicating artery, measuring approximately 4.5 × 5 mm. There was presence of cervical tortuosity as well as tortuosity at the carotid siphon. The patient's date of death was the evening of May 14 in the intensive care unit, in the context of organ donation. Autopsy report information is not available. The Balloon was prepared according to the IFU (Instructions for Use). No cause or contributing factors regarding the lack of deflation were identified. The balloon was tested before use and then used. The contrast agent and dilution was Xenetix 250, 2/3 ¿ 1/3 dilution. There was no use of a guidewire other than the one supplied with the balloon. The type of syringe used was a 3 cc syringe. There was no friction or difficulty during inflation. There was damage to the microcatheter after all of the balloon withdrawal attempts. The HyperForm balloon became stuck at the 3rd coil.

Manufacturer narrative:
H3: Analysis not complete at the time of this report. A supplemental report will be send upon completion. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.